Event description:
It was reported that, "when the box was opened and the implant was opened, the (B)(4) was compromised making the implants un-sterilized. There were white flakey parts inside of the implant packaging. Could not use the implant, had to use a different size and did not match patient anatomy. Had to use mis-matched sized on patient."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.